Manufacturer narrative:
The device was returned, however it was refurbished prior to being evaluated. A physical evaluation of the complaint device was not performed and the failure mode cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.

Manufacturer narrative:
Clinical review of the medical records did not indicate a causal relationship between peritoneal dialysis or fresenius products and the patient¿s death. Patient¿s cause of death was not mentioned but, the patient was treated for cardiac arrest and respiratory arrest at the emergency department. No conclusion can be made regarding any causality between the patient¿s death and the patient¿s peritoneal dialysis products. Medical records suggest that the patient¿s comorbidities, past cardiac history, recent treatment for shortness of breath and possible mishandling of temazepam contributed to the patient¿s death.

Manufacturer narrative:
(B)(4) this report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient's wife reported the patient expired. The following is from medical records provided by the patient's treatment facility. The patient presented to the emergency department (ed) via advanced life support (als) with complaints of cardiac arrest. The patient's wife explained he had completed his first cycle of peritoneal dialysis at home when she went to lift him to use the bathroom. He seemed sleepy, "like too much medication". His lips turned purple and she called 911. When the ems arrived he was found unresponsive and compressions (lucas) were started immediately. The patient was shocked twice as he was in ventricular fibrillation, after which he went into asystole. He was administered six rounds of epinephrine, two rounds of bicarbonate and two rounds of calcium en-route with no improvement. The ems team reported they had been resuscitating him for 40 minutes prior to arrival in the ed. The patient's wife also reported that the patient had recently been seen by his primary medical doctor for shortness of breath on (B)(6) 2016. He was prescribed a stronger does of dialysate and temazepam for insomnia and a "stronger dialysate". She also reported he was drowsier since he was prescribed the medication. She states that she checked the bottle today and it was missing pills and thinks he may have taken three to four temazepams to get some sleep. She denied any a si (sic) history and confirmed he had been experiencing persistent shortness of breath for the past few days that had seemed to be improving since monday ((B)(6) 2016). The wife reported that she did not have a suicide concern, she felt that the patient, "just wanted to get some sleep." Diagnosis for admission was stated to be difficult and included pulseless electrical activity (pea) versus hyperkalemia versus overdose. Once in the ed he was treated with another three doses of epinephrine, insulin, 50% dextrose via an intra-osseous and then pronounced dead.